Event description:
Additional information: patient had fever, redness, drainage, meningeal signs/symptoms; primary location was the device pocket and catheter. A culture of the device pocket and csf (cerebrospinal fluid) noted methicillin resistant staph aureus infection. Patient was started on intravenous antibiotics. Following a total system explant the infection resolved. Patient did not experience drug withdrawal. The infused baclofen was clarified to be compounded.

Event description:
A patient's pump was indicated as being infected. The device was explanted. The manufacturer received the explanted pump and partial catheter. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly; normal device function. Analysis of the returned catheter revealed tears, cuts/ coring in the sc connector; however no leaks were observed during analysis.

Manufacturer narrative:
Catheter: model#8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.